Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed twice for a motor error. The blood glucose reading was 186 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during bolus/basal delivery. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.